Event description:
A zoll patient service representative (psr) called zoll customer support to report while initially fitting a patient. The psr reported the monitor was displaying wrench codes 32 and 100 (program image corrupt). The patient was fit with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench codes 32 and 100) was confirmed. Upon investigation the monitor displayed wrench codes 32 and 100 and was unable to fully power up. The cause for the failure was isolated to corrupt monitor software. The root cause for the software corruption could not be positively identified. No adverse event resulted from the corrupted programming. The psr fit the patient with a replacement monitor.